Event description:
Nurse removed glove after performing pelvic exam on pt having their menstrual cycle. She observed blood on one of her fingers. Examination of gloves revealed gloves to have areas to be thinner where the purple color was not evenly distributed - a tie dyed looking effect.